Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The baxter technical service representative (tsr) advised the home patient (hp) air had entered the setup. They had the hp recycle power and se 2367 alarmed. They had the hp close the clamps/transfer set and recycle power. They advised the hp they would need to start over with new supplies or do a manual exchange. The hp would do a manual exchange. They advised the hp they would need to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240. They advised the hp they need to make sure the connections are tight when connecting bags. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. The final bag connection was loose and the bag was empty. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed based on the customer report. However, the root cause could not be determined. This issue is being investigated through CAPA.